Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported the pd patient had previously been diagnosed with an episode of peritonitis in (B)(6) 2016. The specific date was not provided. No additional information was available from the patient's prior or current clinics.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported the pd patient had previously been diagnosed with an episode of peritonitis in (B)(6) 2016. The specific date was not provided. No additional information was available from the patient's prior or current clinics.

Manufacturer narrative:
Based on the available clinical information, patient historical information, and unavailability of medical records that would confirm diagnosis of peritonitis, effluent culture results and medication treatment plan, a possible association between any fresenius products and the adverse event of the peritonitis cannot be determined.

Event description:
Source documents in the file were reviewed. It was discovered during a call on (B)(6) 2016 to peritoneal dialysis (pd) nurse that this pd patient had previously been diagnosed with peritonitis in (B)(6) 2016. A follow up call to the pd nurse on (B)(6) 2016 indicated that no additional clinical information was available.